Event description:
Device 1 of 3 : reference MFR report: 3006705815-2018-03128, reference MFR report: 1627487-2018-12448. It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken on (B)(6) 2018 during which it was noticed that the patient¿s leads were significantly coiled in the ipg pocket. Patient¿s ipg was repositioned and the same leads were reconnected to the ipg. Discomfort at ipg site was resolved and stimulation was restored following the procedure.